Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the catheter became disconnected from the bag while being used on a patient. The foley was found disconnected in the patient's bed. It was removed and the patient is being trialed to see if she can void without the foley.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Upon a visual evaluation of the sample, the reported issue was confirmed since the catheter was already separated from the connector. As part of continuous improvements, a corrective and preventive action (CAPA) has been opened in order to address the reported condition through a more robust investigation. The results of the investigation will be documented through the CAPA. Actions will be designed to prevent the reoccurrence of the reported defective condition.